Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends throughout its length. The embolization coil was undamaged and intact with the pusher assembly. Coagulated blood was within the introducer sheath distal tip. Conclusions: evaluation of the returned pod6 confirmed pusher assembly bends. If the device is advance against resistance, damage such as this may occur. During functional testing, after clearing the coagulated blood from the introducer sheath, the pod6 was re-sheathed without an issue. Subsequently, the pod6 was advanced through its introducer sheath and a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a pod coil into the lantern, the pod coil became stuck in the hub of the microcatheter. The physician was unable to advance the pod coil against resistance and, consequently, the pusher assembly of the pod coil became bent. Therefore, the pod coil was removed. The procedure was completed using additional pod coils, pod packing coils (pod pc), and the same lantern. There was no report of an adverse effect to the patient.